Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a cardiac arrest and subsequently died. It was reported; the patient had disconnected from the homechoice device to use the bathroom and suffered a ¿major heart attack.¿ it was not reported if the patient was hospitalized for the cardiac event. The cause of the event and treatment details were not reported. On an unreported date, the patient passed away. The cause of death was not reported nor was it reported if an autopsy was performed. No additional information is available.